Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The 24 volt power supply failed in this x-ray system. The flat detector would not provide any fluoro images. The rest of the system was functional. There were no pt injuries.